Event description:
Investigation results completed on a smith medical cadd solis vip 2120 pump.

Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Device arrived in good physical condition. When testing was done to verify complaint, the customers complaint was confirmed. Event revealed 1720 alarm, along with duplicating the complaint. Testing revealed the pump is with in the specification of +/-6% of accuracy. The pumps back up capacitor was replaced. Unknown cause of event and device went on to pass delivery and functional testing.

Event description:
Information was received that a smiths medical cadd-legacy 1, during testing gave error 1720 no patient involvement.